Manufacturer narrative:
One medfusion pump was received in good physical condition. The event history log was reviewed and there was a primary audible alarm background test. An occlusion test was performed and the reported issue was unable to be duplicated. The cause of the intermittent error was unable to be determined. The j9 connector was fully seated and properly glued (3 surfaces ? Both sides). The speaker will be replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a primary audible alarm background test. There was no reported adverse event.